Manufacturer narrative:
It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation.

Event description:
This pi is for the left hip. Patient called stating he had a bilateral hip replacement. His left hip was replaced on (B)(6) 2008. The patient reported he started experiencing pain and difficulty walking 3 years ago. Patient wants to know if his implants were subject to a recall.